Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine at 119.68 mg/day and morphine at 2.7925 mg/day via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the pump was alarming. The patient¿s ptm (personal therapy manager) showed the alarm date was (B)(6) 2017. The pump started alarming on (B)(6) 2017. The patient had moved and was trying to find a pump managing physician, but they were not returning her calls. She didn't have access to her prior physician, but her primary care physician had provided her with referrals. She had not experienced withdrawal and had no symptoms, but did have morphine and clonidine pills and was wondering if she should take those if she started to experience withdrawal.